Event description:
Procedure type: unk. According to the reporter: the distal donut was torn and leakage was occurred from the lumen. The thickness of the torn distal donut was not uniform. A new instrument of different type and hand suturing was used to complete the procedure.